Event description:
It was reported that on an unknown date in (B)(6) 2024, an unknown size amplatzer amulet left atrial appendage occluder was implanted in the patient. On an unknown date in (B)(6) 2024, it was noted that the amulet was migrated approximately. 2.5mm proximal identified on transesophageal echocardiogram (tee) and computed tomographic angiography (cta). The disc was canted and not flush on mitral side. There was evidence of leak (2-3mm) past the disc but not the lobe and the lobe was still opposed to tissue. There was no symptoms to the patient. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration few months after the device implant patient device interaction problem associated with residual shunt was reported. It was indicated there were multiple recaptures due to challenging anatomy and pectinate which may have contributed to the reported event. Imaging provided does not show any causes for the migration. A returned device assessment could not be performed as the device was not returned for analysis. It is possible that patient condition could have contributed to this event. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported device migration could not be conclusively determined. A cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There was no indication of intervention at the time of report. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28 mm size amplatzer amulet left atrial appendage occluder was chosen for implant using a 14. F amplatzer steerable delivery sheath. The landing zone measurements were 0- 23 mm, 45- 23 mm, 90-25 mm,135-24.4 mm and transesophageal echocardiogram (tee) used for imaging of left atrial appendage (laa). During procedure, the left atrial pressure was 16mmhg. During procedure, there were multiple recaptures due to challenging anatomy and pectinate. They had to change from steerable sheath to fixed curve due to tsp was not inferior enough. A new 14f amplatzer torqvue 45 x 45 delivery sheath was chosen and close criteria was assessed and physician stated tee demonstrated device a well seated well positioned. The amulet was successfully implanted and device compression was in a tire shape. On 13 august 2024, it was noted that the amulet was migrated approximately. 2.5 mm proximal identified on tee and computed tomographic angiography (cta). The disc was canted and not flush on mitral side. There was evidence of leak (2-3 mm) past the disc but not the lobe and the lobe was still opposed to tissue. There was no symptoms to the patient. The physician mentioned the cause of migration was challenging anatomy with posterior pectinate, shallow neck, posterior pectinate not able to stabilize device and pectinate pushed device more proximal causing the device to migrate. There were no interventions performed to address migration. The patient was reported stable.